Event description:
Home health aide was transferring the client from bed to shower chair. The brakes on the shower chair failed. Client slid to the floor. Aide called for assistance and pt was helped back to bed. No injury to pt. Home health aide injured back, pulled muscles. The shower chair does not have a MFR listed. It was custom made for this person. Facility did not supply the device. The pt had this custom made some time ago.